Event description:
Reportedly, the battery curve showed abnormal shape and device was near recommended replacement time. The subject device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the battery curve showed abnormal shape and device was near recommended replacement time. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, the battery curve showed abnormal shape and device was near recommended replacement time. The subject device was explanted and will be returned for analysis.